Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code relates to problem code for the reported event of needle blocked/occluded. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-01696 for the first interject¿ sclerotherapy needle, 3005099803-2018-01697 for the second interject¿ sclerotherapy needle, 3005099803-2018-01698 for the third interject¿ sclerotherapy needle, 3005099803-2018-01699 for the fourth interject¿ sclerotherapy needle, 3005099803-2018-01700 for the fifth interject¿ sclerotherapy needle and 3005099803-2018-01701 for the sixth interject¿ sclerotherapy needle. It was reported to boston scientific corporation that an interject¿ sclerotherapy needle was used in the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure it was impossible to inject the product into the working channel. The procedure was completed with another interject¿ needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.